Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported with the description, that the problem often seemed to be in the shooter where the plunger goes underneath the lens and then stagnates. The lens did not come out of the shooter and a backup lens was used. Additional information was received and stated, the concern was with the plunger of the company injector. There are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
Correction information was provided in h.6 and h.11. FDA evaluation code b14 was sent instead of b22. FDA component code g05006 was sent instead of g04044. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.